Event description:
Over wire stainless steel greenfield filter in suprarenal position found to be fractured, with fractured leg embedded in ivc wall adjacent to filter. As this is a permanent filter, no intervention undertaken. Patient has no symptoms. FDA safety report ID # (B)(4).